Manufacturer narrative:
Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and doctor noticed that previous essure had left wire filament toward the end of scope. This event was initially interpreted as device breakage. However, after clarification the event was considered a usability issue with no adverse event, therefore the case was marked for deletion. This event, now interpreted as device use error, is non-serious and listed in the reference safety information for essure. Given the nature of this event, a causal relationship with the suspect insert cannot be excluded. Upon clarification, this case was no longer regarded as other reportable incident since no deice breakage occurred. A product technical analysis and further information are expected.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2016 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert), lot number d14833, inserted on (B)(6) 2016. The medical doctor stated that the previous essure had left a wire filament toward the end of scope, but it was not detected until the essure became bent on the end. The physician saw the filament when this essure was removed. Replacement was required. Bilateral placement was achieved and no injury occurred to the patient. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and doctor noticed that previous essure had left wire filament toward the end of scope. This event, interpreted as device breakage, is non-serious and unlisted in the reference safety information for essure. In the present case, doctor reported that the previous essure had left a wire filament toward the end of scope, but it was not detected until the essure became bent on the end. Physician saw the filament when this essure was removed (from scope). Given the nature of this event, a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident as although the device breakage did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. A product technical analysis and further information are expected.